Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the application version and device model restricts the ability to identify potential causes of the customer's reported issue. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/deficiency. If a product defect/deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott's post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/risk ratio. If the required information is obtained, additional investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) application: the customer reported that their iphone had upgraded to ios operating system version 18.4, and since then the glucose monitoring on the freestyle libre 2 application would "stall" or "not work" due to incompatibility issues with the application version. There was no report of adverse event or third-party medical treatment provided for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) application: the customer reported that their iphone had upgraded to ios operating system version 18.4, and since then the glucose monitoring on the freestyle libre 2 application would "stall" or "not work" due to incompatibility issues with the application version. There was no report of adverse event or third-party medical treatment provided for the reported issue. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event; however, all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for glucose streaming is delayed or does not work. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version, os and device model, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the issue is not confirmed due to the inadequate information provided. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.